Manufacturer narrative:
(B)(4). Placeholder.

Event description:
It was reported that an intraocular lens was explanted from the left eye due to patient dissatisfaction with their visual outcome. No incision enlargement was required. No other information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The iol had been cut into three pieces. The returned sample was inspected at 10x microscope magnification. No cosmetic conditions related with manufacturing process were identified for returned sample. The lens condition is consistent with a lens that has been explanted. The condition of the returned lens did not allow a diopter measurement. At manufacture the lenses are 100% measured for diopter power, resolution, and contrast. The lens diopter result obtained from the electronic system of the test performed during this lens manufacturing, shows that lens with serial number (B)(4) corresponded to a 24.0 d lens. All pertinent information available to the manufacturer has been submitted.